Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Addition to section h6: component code. Corrections to sections h6: type of investigation, investigation findings and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined prior to decontamination and revealed the following: there was damage between the crimped balloon and balloon shaft bond region with compression/bunching on the flex shaft (closer to the flex tip location) and no other damages noted per x-ray. During flushing, a leak was observed in the balloon shaft-crimped balloon region, but no leaks in the inflation balloon region. Imaging was also provided and revealed that blood was observed to be leaking out from the area in between the balloon shaft and crimped balloon. Excessive bubbles were observed in the water while inflating the balloon, which indicated a leakage. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon leak was confirmed based on the provided imagery and returned device evaluation, which revealed that the leak was coming out between the crimped balloon and balloon shaft. Additionally, the flex shaft was found to be compressed. It was reported that the patient exhibited a tortuous abdominal aorta; therefore, it is possible that excessive device manipulation (e.g. High push force) was used to navigate through the tortuous vasculature, resulting to the compression that was observed. This compression then led to the inner flex shaft damage as seen per x-ray imagery, exposing the metal braiding within the flex shaft. This exposed metal braiding on the inner flex shaft likely made contact with the underlying balloon catheter. Performing valve alignment with the kinked flex shaft could have caused the damage seen on the balloon shaft and crimped balloon region, resulting in the reported leakage of the delivery system. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia valve in the native aortic position. A lunderquist wire was used to straighten the vessel due to the tortuosity in the abdominal aorta, and the devices were inserted without problem. The valve was inflated about 70 percent when the balloon to the 29mm commander delivery system (ds) then ruptured. The devices were removed without difficulty. A second system was used for post-dilation and the valve was inflated 1ml less than nominal volume. After withdrawal, the balloon was still intact, but the crimped balloon seemed damaged. The ds is returning for evaluation.

Manufacturer narrative:
The investigation is ongoing.